Manufacturer narrative:
The device was returned to zoll medical UK. Zoll medical corporation evaluated the device and the reported problem was verified and isolated to the returned battery. Review of the device's activity log indicated that the batteries were depleted. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.